Event description:
Spontaneous call to after-hours service from patient stating that cadd ms-3 pump sn (B)(4), was having problem with the cartridge. Per patient, it would accept the cartridge but when she tries to run the pump it would error and show cartridge not detected. Patient tried multiple times without success. Patient has a working backup pump that is using. 25.3mg/kg/min, continuous, subcutaneous. On (B)(6) 2018-current. Reason for use pah. Did this reported product fault occur when in use with a patient? No. Did the product issue cause or contribute to patient injury? No. Reported to (B)(6) by patient/caregiver.